Event description:
It was reported that the ventricular lead exhibited noise which resulted in high ventricular rate episodes. No intervention or patient symptoms were reported. No further information could be obtained.

Manufacturer narrative:
.